Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used working wall outlets, tandem charging cable, tandem wall adapter, and tried different adapters and cables, and pump did not show any low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Caller confirmed pump did not begin charging after remaining connected for at least 30 minutes, there was no visible damage to the usb port, pump did not shut down or become unable to turn back on, and technical support arranged pump replacement even though pump was out of warranty.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.